Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. H3 - device evaluated by mfg?: device not returned to manufacturer. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the balloon included in the arndt endobronchial blocker set was unable to be inflated during a lung isolation for a lung biopsy procedure. Per the customer, there seemed to be a hole in the balloon. It was noted that minimal pressure was applied during balloon inflation using the provided syringe prior to patient use. The device did not come into contact with the patient, and an unspecified double-lumen tube was utilized to successfully complete the procedure. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Investigation ¿ evaluation. It was reported that the balloon included in the arndt endobronchial blocker set was unable to be inflated during a lung isolation for a lung biopsy procedure. Per the customer, there seemed to be a hole in the balloon. It was noted that minimal pressure was applied during balloon inflation using the provided syringe prior to patient use. The device did not come into contact with the patient, and an unspecified double-lumen tube was utilized to successfully complete the procedure. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Reviews of the documentation, including the complaint history, quality control procedures, device history record (DHR), manufacturing instructions and instructions for use (IFU), were conducted during the investigation. The complaint device was not returned for evaluation; therefore, a physical examination could not be conducted. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the DHR for the reported complaint device revealed no recorded non-conformances relevant to the failure mode. A complaint history search did not identify any other events associated with the reported device lot. Based on the available information, cook has concluded that there is no evidence suggesting nonconforming product exists either in house or in the field. Cook also reviewed product labeling. The IFU, [c_t_aebs_rev6] ¿arndt endobronchial blocker set¿, packaged with the device contains the following in relation to the reported failure mode: precautions. ¿following insertion of the blocker balloon through the multiport adapter, the balloon should be test inflated.¿ instructions for use. ¿average inflation volumes. French size- 5.0. Balloon- pediatric spherical. Inflation volume- .5cc- 2.0cc¿. How supplied: ¿upon removal from package, inspect the product to ensure no damage has occurred.¿ based on the information provided, no product returned, and the results of the investigation, it was concluded that a component failure unrelated to manufacturing or design deficiencies contributed to the reported event. It is possible that the balloon was damaged near the bond causing the leakage, however cook cannot confirm this without device return. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.